Manufacturer narrative:
Catalogue #: the customer reported h938738, however the reported lot 60177865 is associated with h938739. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had damage (rough) near the injection port. This was noted at the drug storehouse before treatment. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added. Device manufactured between march 29, 2019 to march 31, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.